Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The patient was having magnetic resonance imaging (MRI) for persistent pain and questioned an intrathecal (it) catheter granuloma. It was reported that an im was not suspected; however, it was noted that the reporter was not sure if a granuloma was suspected. No interventions, whether an im was alleged, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n197346, implanted: (B)(6) 2009, product type: accessory. Product ID: 8703w, lot# j0039905r, implanted: (B)(6) 2001, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone, clonidine, and bupivacaine via an implantable infusion pump. Indications for use included non-malignant pain and post lumbar laminectomy syndrome. It was reported the patient had irritation where the pump was located; it burned and stung, and "the pump moves freely around a whole lot". The patient had irritation "inside of me, all around the pump". The patient had been to the emergency room (ER) and they did not know much about the pumps or how to check them out. A computed tomography (CT) scan was performed and they did not see anything. A blood draw was also done. What the patient was feeling was "different than usual." The symptoms were higher up and to the right of the pump. The patient reported that approximately (B)(6) 2015 "things completely changed a whole lot". The patient had lots of neurological problems with his back, and had a lot of surgeries. The patient also had a lot of numbness in his abdominal area and left side of his body. The patient would pinch himself and could not even feel it. The patient considered this a gradual change in therapy/symptoms, which gradually got worse. Then on (B)(6) 2015 the patient "got severely worse." The situation was being addressed by the healthcare provider (hcp). No troubleshooting, interventions, cause of the pump moving, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.